Event description:
It was reported that when the nurse opened a box of refobacin bone cement, the pouch containing powder was not sealed. It was reported as well, that the product will not be returned as the cement was destroy on site. The product was not returned, however, product pictures have been received showing that on a corner of the outer pouch, the sealing was opened. No adverse health consequence has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). H10 - list of associated devices: biomet intlk pri tib tray 75mm, reference (B)(4) batch 187030. Vngd ti fem cr 67.5mm lt, reference (B)(4) batch 176160. Vngd ant stblzd brg 14x75, reference (B)(4) batch 535680. Series a pat thn 34 3 peg, reference (B)(4) batch 656230. Biomet finned pri stem 40mm, reference (B)(4) batch 728290. Vg cem fem/cem tib/arc/pat/st, reference (B)(4) , batch not communicated. Vg ns fem/cem tib/arc/pat, reference (B)(4) batch not communicated. This follow-up report is being submitted to relay additional information. The following section has been updated : b4, b5, g3, g6, h2, h3, h6, h10. Received pictures shows that on a corner of the outer pouch, the sealing was opened. Therefore, the reported event has been confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding outer pouch open sealing: 1 complaint (1 product), this one included, has been recorded on refobacin bone cement r 1x40 us, reference (B)(4) , from january 01, 2018 to november 04, 2021. 1 complaint (1 product), this one included, has been recorded on refobacin bone cement r 1x40 us, reference (B)(4) , batch az31cd140a. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that when the nurse opened a box of refobacin bone cement, the pouch containing powder was not sealed. No adverse health consequence has been reported as the result of the malfunction. It was reported as well, that the product will not be returned as the cement was destroy on site.